Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging a power issue with the pump. The reporter had left a voice message with anm with the allegation. The reporter claimed that the pump had powered off and was no longer turning on. The reporter did not allege any harm or injury because of the alleged issue. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the history of the event was overwritten in the pump history and was not available for evaluation. A review of the available history showed no instances of power loss. During testing, the pump powered on normally and no damage was observed to the battery compartment or battery cap. The battery cap tightened on normally. During evaluation, the pump cover was removed and no defects or moisture were found in the power circuit or power flex. Unrelated to the complaint, the pump history showed a time/date reset to factory default. A visual inspection of the internal battery showed that it was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.